Manufacturer narrative:
Additional information was received indicating the device was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during routine follow-up, this pacemaker was found to be operating in safety core with vvi pacing at 72.5 pulses per minute. Boston scientific technical services (ts) recommended device replacement as reprogramming was no longer possible. The device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.